Manufacturer narrative:
G4: 03jun2020. B4: 25sep2020. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the flow sensor assembly to address and correct this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: (B)(6) 2020. Date of report: (B)(6) 2020.

Event description:
The customer reported that the ventilator is not delivering set values and the pressure regulation high alarm sounded. The device was not being used for treatment and there was no patient involvement or harm when the reported event occurred. The fse (field service engineer) evaluated the device and confirmed the reported problem.